Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1sj62, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that their first device that was put in didn¿t work, so they had it replaced. The manufacturer representative stated that they had the revision because of high impedances. They further noted that the healthcare provider elected to also replace the ins when changing out the lead. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient did not provide an exact time when the device first quit working but it was noted as sometime recently (this year). The representative indicated that they just knew that the lead was completely ¿impeded and the device wasn¿t offering therapy¿. They also noted that the affected devices were not returned to the manufacturer for analysis as it was discarded by the facility. This information was not confirmed with the physician/account as the representative had not been to the account and the contact had been on vacation. There were no further complications reported or anticipated.